Event description:
Customer reported that the insulin pump had alarmed no delivery for 30 minutes. Customer stated he was having problems with his infusion set and reservoir. Blood glucose value is 369 mg/dl. Customer stated the insulin did not exit the tubing and the insulin pump alarmed no delivery at fixed prime. Customer was advised to disconnect and reconnect the reservoir and infusion set and push insulin; insulin does not exit and there is greater than normal resistance with plunger push. Customer was instructed to change the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.